Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Cable assembly connector pin bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to charge their implantable neurostimulator (ins). Repositioning the recharger antenna over the ins did not resolve the issue. The patient was also unable to communicate with other external devices (patient programmer, clinician programmer). The patient stated that they had not charged the ins in 30 days or felt the stimulation in 3 weeks as they did not need to use the device. The ins was briefly in an overdischarge (od) condition. After hitting the green button on the clinician programmer it showed that the patient was charging. The manufacturer¿s representative was then able to clear the resulting power-on-reset (por) after the got to 25% charged on the ins. It was noted that everything ¿worked out great¿. It was also reported that the screen on the recharger was blank and that the connector pin on the desktop charger was bent and becoming disconnected. The patient had difficulties charging the recharger as a result. There was no report of patient harm in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.